Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited oversensing of noise resulting in inappropriate auto mode switch episodes. The noise could be reproduced with isometrics. No intervention has been performed. The patient was in stable condition and would continue to be monitored.